Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure (exact date of procedure unknown), it was discovered that the mesh had eroded into the patient's bladder (date of event unknown). The physician is not sure if the anterior product used in the initial procedure was a boston scientific device, or another manufacturer's anterior repair product. No further information regarding the patient or the event has been forthcoming.

Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure (exact date of procedure unknown), it was discovered that the mesh had eroded into the patient's bladder (date of event unknown). The physician is not sure if the anterior product used in the initial procedure was a boston scientific device, or another manufacturer's anterior repair product. No further information regarding the patient or the event has been forthcoming.

Manufacturer narrative:
Correction: the upn field has been updated with the correct upn regarding this event.

Manufacturer narrative:
It is unknown what product was used in the anterior repair procedure.

Event description:
It was reported to boston scientific corporation that following "ten to twenty" posterior pelvic floor repair procedures (dates of procedures unknown) using a pinnacle posterior pfr kit, the patients presented with mesh erosion (dates of events unknown). "Some have required bringing the patients back to the o.r. To excise the exposed mesh. Some have healed just fine without additional surgery using estrogen cream." It is unknown exactly how many patients required excision and how many patients healed with estrogen cream.

Manufacturer narrative:
The device has not been returned. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.